Event description:
Received info stating ventilator stopped cycling while in pt use. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer service engineer (cse) inspected the device and replaced the missing switch cover.